Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. The pump did not detect the cartridge on the load step during evaluation.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.